Event description:
The customer reported via phone call that her belt clip was broken. Customer's blood glucose was 49 mg/dl. Belt clip will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.